Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient had a complaint of lower back pain after tevar. But the pain subsided later. The patient visited department of respiratory surgery. At that time, it was felt a sense of discomfort. Then the patient had a CT scan conducted and a dissection was confirmed. The proximal neck diameter was 36mm. The patient had another manufacturer's device implanted on the proximal side. Due to the vulnerable vessel ballooning did not go well and the device was not perfectly expanded. The physician commented that the dissection occurs at the site which a bare stent interferes with so that it is unknown whether it might be caused by stimulation of a bare stent or by oversizing. No additional clinical sequelae were reported and the patient is fine.